Event description:
This event was reported as the "valve appeared to be crimped as though sufferring from stent creep in addition to being quite small and the annulus was then enlarged". No further info was provided.